Manufacturer narrative:
H.6. Investigation summary: confirmed: reported condition was observed at bdm-ps.

Event description:
It was reported that the bd ultrasafe x100lg2xl png blue tint activates early. The following information was provided by the initial reporter: early activation of mircera 100mcg/0.3ml (batch no. B3009h24, exp. Date: 2026.10.11, quantity: (B)(4) ea). The syringe spring was activated (early activation) during the preparation for administration. It was confirmed that the needle cap was opened; however, it could not be attached on the syringe because the rubber tip cap had not been removed. Refer to attachment no. 1. It was confirmed that there was no drug leakage from the syringe and no drug exposure to the patient.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe x100lg2xl png blue tint activates early the following information was provided by the initial reporter: early activation of mircera 100mcg/0.3ml (batch no. B3009h24, exp. Date: 2026.10.11, quantity :1 ea). The syringe spring was activated (early activation) during the preparation for administration. It was confirmed that the needle cap was opened; however, it could not be attached on the syringe because the rubber tip cap had not been removed. Refer to attachment no. 1. It was confirmed that there was no drug leakage from the syringe and no drug exposure to the patient.